Event description:
An event of infection involving the device was reported. The event was resolved by explanting the device. No adverse patient consequences were reported. Additional information was requested but is not yet available.

Manufacturer narrative:
Additional information was requested but is not available.